Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, fentanyl, and morphine via an implanted pump. The indication for pump use was radiculopathy and non-malignant pain. It was reported that the patient presented to the ICU (intensive care unit) overnight with low blood pressure/hypotension and they were trying to determine if the patient was experiencing drug toxicity. It was unclear if the patient's condition was related to the pump. The reporter was asking if a local representative could come to the facility to read the pump. The caller was redirected to the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that there was no records received from the hospital visit. The patient had continued with the same pump doses since (B)(6) 2025. It was reported that no cause of the issue was noted. The patient filled on (B)(6) 2025 and (B)(6) 2024. They had zero complaints made of oversedation noted. The chart showed history of hypotension episodes. The patient had prescription of propranolol. Actions/interventions taken to resolve the issue was that they would continue to monitor the patient. The pump was to be replaced on (B)(6) 2025 due to elective replacement indicator (eri).